Event description:
It was reported that the insulin pump has stripes on the display and the buttons do not respond. Customer removed the battery for 10 minutes and issue persists. Blood glucose value is 84 mg/dl. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted to the keypad assembly. The insulin pump passed the self test. No unexpected stripes on the display or unlocked keypad connector was noted. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, a scratchedr eservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)